Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in set) found on the home choice (hc) device during dwell 5 of 5. The care giver(cg) needed to start over with new supplies and needed assistance as the home patient (hp) needed the last fill for the therapy. The baxter technical representative (tsr) advised to inform the registered nurse(rn) regarding the issue. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The reported issue of system error 2240 alarm was not confirmed and cause was undetermined.